Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer had not experienced any notable events prior to the malfunction and had not needed to reset the pump for this issue within the last 24 hours. Technical support provided information to reset the pump, assisting the customer with this action. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer understood the instructions to call back if the issue reappeared.